Manufacturer narrative:
The insulin pump had multiple displayable history check failed on startup alarms in the alarm history screen due to corrupted history file. Device was unable to upload using carelink due to corrupted history file. Device received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal. Customer also reported being unable to upload to carelink. Customer was advise that communication with the insulin pump was reestablished. Blood glucose value was 65 mg/dl; treated by eating. Customer requested the insulin pump to be replaced. The device was replaced and returned for analysis.